Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the stent slipped forward approximately 1cm during deployment, therefore, the lesion was not covered. An additional stent was implanted to fully cover the lesion. There was no reported patient injury. The target lesion was the left vertebral artery. The length and width of the lesion are unknown. The lesion was 80% stenosis. It is unknown if the vessel was tortuous. There was no thrombus present proximal to, at, or distal to the lesion site. For the procedure, a 15x40mm palmaz genesis stent delivery system (sds) was opened. The product was inspected and prepped according to the IFU. There were no damages or anomalies noted about the sds or stent. The stent did not look loosely crimped on the balloon. An approach was from the right femoral artery. It is unknown of the lesion was pre-dilated prior to stent implantation. A 15x40mm palmaz genesis stent was inserted into the patient. There was no difficulty experienced advancing the stent and balloon through the vessels and there was no difficulty crossing the lesion. The sds did not pass through any acute bends. The stent was delivered to the target lesion and it was deployed. The balloon inflated normally during stent deployment. But, the stent slipped forward approximately 1cm, so the ostial lesion could not be covered. Excessive force had not been used when advancing/withdrawing the stent and balloon catheter. The stent expanded fully with good wall apposition. The balloon was easily removed from the patient and there was nothing unusual noted on the balloon. An additional palmaz genesis stent (5x12mm) was placed distally to the 1st genesis stent and the entire lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. Review of lot 15821389 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿inaccurate placement¿ of the stent could not be confirmed as the device remained implanted in the patient and could not be analyzed. The stent delivery balloon was not returned for analysis. The exact cause of the inaccurate placement could not be determined. Based on the information available for review, inspection of the device prior to use in the patient noted no anomalies. Procedural factors and reported vessel characteristics (80% stenosis, tortuosity unknown) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.

Event description:
As reported by the affiliate, the stent slipped forward approximately 1cm during deployment, therefore, the lesion was not covered. An additional stent was implanted to fully cover the lesion. There was no reported patient injury. The target lesion was the left vertebral artery. The length and width of the lesion are unknown. The lesion was 80% stenosis. It is unknown if the vessel was tortuous. There was no thrombus present proximal to, at, or distal to the lesion site. For the procedure, a 15x40mm palmaz genesis stent delivery system (sds) was opened. The product was inspected and prepped according to the IFU. There were no damages or anomalies noted about the sds or stent. The stent did not look loosely crimped on the balloon. An approach was from the right femoral artery. It is unknown of the lesion was pre-dilated prior to stent implantation. A 15x40mm palmaz genesis stent was inserted into the patient. There was no difficulty experienced advancing the stent and balloon through the vessels and there was no difficulty crossing the lesion. The sds did not pass through any acute bends. The stent was delivered to the target lesion and it was deployed. The balloon inflated normally during stent deployment. But, the stent slipped forward approximately 1cm, so the ostial lesion could not be covered. Excessive force had not been used when advancing/withdrawing the stent and balloon catheter. The stent expanded fully with good wall apposition. The balloon was easily removed from the patient and there was nothing unusual noted on the balloon. An additional palmaz genesis stent (5x12mm) was placed distally to the 1st genesis stent and the entire lesion was fully covered. The procedure was finished successfully. There was no revered. Therefore, an additional stent was placed distally to the 1st genesis stent and the entire lesion was fully covered. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis.